Manufacturer narrative:
Complaint reference number:(B)(4).

Event description:
It was reported that during set-up for a cori-assisted tka, the real intelligence robotic drill was having problems with drill diagnostic. No other trays were available so the surgeon decided to swap over to doing a manual surgery.

Manufacturer narrative:
H3, h6: the ri robotic drill, rob10013, sn(B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill passed kpc and a case with no errors produced. The exposure motor passed oscilloscope, multimeter, and portescap testing. Although the reported problem was not confirmed through the visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.